Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10. G3: date received by MFR: correction: the initial MDR 1416980-2024-00991 g3 date should have been 02/08/2024 (not 02/09/2024 as initially reported). H10: the actual device was received for evaluation. During visual inspection, the insertion depth of the tubing is not according to product specification since the insertion is slightly below. The set underwent functional testing including pressure, clear passage and prime testing and a leak was observed between the assembly of the tubing and the drip chamber. The results were not satisfactory and it was observed a leak between the assembly of the tubing and the drip chamber. Dimensional test was also performed at the tubing and is according to the specification. The reported condition was verified. The cause could not be determined; however, the most likely cause was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(4). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked "from the bottom of the drip chamber" and "down the outside of IV tubing". This was observed few minutes after infusion started. The device contained infliximab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.